Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Not available.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture broke continuously. There were no adverse patient consequences. No additional information was provided.